Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a loss of continuous glucose monitor (cgm) signal from a dexcom g7 sensor, while the dexcom mobile app continued to receive glucose readings and no cgm alerts were triggered; readings to the ilet resumed during the call after troubleshooting and education were completed. No adverse clinical symptoms reported. Outcomes included no interruption to therapy requiring medical care and no hospitalization. User support included review of device performance and user-reported history. Investigation of this case revealed transient communication loss between the ilet and the cgm transmitter without evidence of sensor or app malfunction, consistent with a temporary connectivity or interference issue. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication failure not attributable to a device hardware malfunction.